Manufacturer narrative:
Date received by manufacturer: 06nov2019. Date of report: 07nov2019. The service engineer (se) inspected the device. The se was unable to do a do a system calibration. All pressure reading out of specification. The se replaced the blower and flow valve assembly to address the reported issue and all tests passed. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 18feb2020. B4: 19feb2020. A valve assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 29oct2019.

Event description:
It was reported that the ventilator was alarming for pressure regulation. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.